Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by consumers via a patient support program (psp), concerned a 52-year-old female patient nationality han as reported. Medical history and concomitant medications were not provided. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25) via reusable pen (humapen, unknown type) 22 units in the morning, eight units at noon and 20 units at night, subcutaneously for the treatment of type two diabetes mellitus beginning in 2012. Since 2014, her blood glucose was abnormal (value and reference range were not provided) and she was hospitalized twice a year for recuperation of it (as reported). Hospitalization dates, treatment and laboratory tests done while hospitalized were not provided. On an unspecified date, her humapen (noted to have been used from 2012) was broken (color like a piano, as reported) (product complaint, pc: (B)(4); lot number: unknown). Corrective treatment and outcome were not provided. Insulin lispro 75/25 treatment was continued. The operator of the humapen and his/her training status was not provided. The general and suspect device duration of use was approximately seven years (started in 2012). The humapen (unknown type device) associated with pc (B)(4) was not returned to the manufacturer. The reporting consumers did not provide an assessment of relatedness between the reported event and insulin lispro treatment nor humapen. Edit 18feb2019: updated medwatch fields for expedited device reporting. No new information added. Update 20-feb-2019: information received from the responsible complaint person regarding pc number. Pc was processed accordingly and added in narrative. No additional changes to the case were made. Update 13mar2019: additional information received on 07mar2019 and 13mar2019 from the global product complaint database, which was processed together. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, and improper use and storage from no to yes for the suspect humapen (unknown device) associated with pc (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 13mar2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported that her humapen (unspecified device) was broken. She experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. Based on the information provided, the patient used the device since 2012. The core user manuals for humapen devices state the length of time the devices are designed to be used, and none have a 7-year in use life. There is evidence of improper use. The patient may have used the device beyond its approved use life. It is unknown if this misuse if relevant to the event of abnormal blood glucose

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: pending. This solicited case, reported by consumers via a patient support program (psp), concerned a (B)(6) female patient; nationality (B)(6) as reported. Medical history and concomitant medications were not provided. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25) via reusable pen (humapen, unknown type) 22 units in the morning, eight units at noon and 20 units at night, subcutaneously for the treatment of type two diabetes mellitus beginning in 2012. Since 2014, her blood glucose was abnormal (value and reference range were not provided) and she was hospitalized twice a year for recuperation of it (as reported). Hospitalization dates, treatment and laboratory tests done while hospitalized were not provided. On an unspecified date, her humapen was broken color like a piano, as reported). Corrective treatment and outcome were not provided. Insulin lispro treatment was continued. The operator of the device and his/her training status were not provided. The general model duration of use was not provided and the suspect device duration of use was two years. The action taken with the device was not provided and its return was not expected. The reporting consumers did not provide an assessment of relatedness between the reported event and insulin lispro treatment nor device. Edit 18feb2019: updated medwatch fields for expedited device reporting. No new information added.